Manufacturer narrative:
The instrument will not be returned for evaluation and the lot number has not yet been provided. A supplemental report will be submitted once we have the lot number.

Event description:
Allegedly, during a laparoscopic salpingo-oophorectomy procedure, one jaw of the grasper broke off inside the patient. The broken jaw was identified in the left upper quadrant and was quickly removed, and the hospital reports there was no negative impact on patient.